Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, during an ipg replacement procedure the pocket was revised. The new ipg was implanted in a new location to address the issue.